Manufacturer narrative:
No abnormal issue was found in the manufacturing process, technical testing and quality control inspection, and the manufacturing process. The test results of retention samples of cov2020181 met the qc criteria. The complaint issue was not reproduced with the retention samples. The root cause is undetermined. Similar issues will be tracked and trended.

Event description:
Invalid result (s). Called in because she purchased a flowflex test and no results displayed after 15 minutes. She followed the directions exactly and dispensed the 4 drops into the s well. The desiccant pack was inside the test cassette pouch. The kit was purchased at cvs.